Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The device with lot number 1816997 was received on mar 14, 2011. Brown particles were observed on the inner surface of the implant. White particles were observed on the outer surface of the implant. Brown tissue was observed in the fill channel. The particles were removed and no leakage was noted. One striated opening, typically associated with the use of a surgical tool, was located on the posterior portion of the implant. (B)(6). The events of "significant implant malposition" and ¿[patient has] suffered bodily injury and resulting in pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient's representative reported ¿significant implant malposition," ¿one side of the augmentation feels different," and ¿[patient has] suffered bodily injury and resulting in pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future." The device has been explanted. This medwatch is for the left side. See MFR # 9617229-2017-01761 for the right side.